Event description:
User facility reported after a few weeks in use the locking mechanism broke and did not hold the tracheostomy tube and flange in place. A tracheostomy tube change was performed. No adverse effects to patient were reported.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.